Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned; however, photographs were provided and reviewed. The provided photographs showed the hairlike debris. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. This complaint cannot be confirmed as the source of the debris cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while opening the packaging for use in a procedure, a hair-like substance was found on the implant. Another product was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.